Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change with a 6 mm infusion set, the user received an ¿unable to proceed¿ error at 20 during fill tubing, then replaced the infusion set and observed insulin drops, after which insulin delivery resumed and blood glucose was not impacted. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization and continued therapy after successful supply change. Investigation included user troubleshooting and education, including replacement of the infusion set and verification of drops. Investigation of this case revealed a transient occlusion or flow interruption associated with the infusion set during fill tubing that resolved with new supplies, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or technique-related during set change.